Event description:
The patient was revised to address a squeaky hip where the poly liner broke and disassociated from the cup. Upon revision impingement was noted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised to address a squeaky hip where the poly liner broke and disassociated from the cup. Upon revision impingement was noted examination of the returned devices and finds wear patterns on the femoral head suggesting the liner disassociated and contacted the acetabular cup. The returned liner also shows signs of unusual wear, four of the ards have been fractured, further indicating the eccentric loading. Wear patterns on the returned liner indicate the neck of the stem may have been impinging the liner. It is further hypothesized that because the ards were broken from the contact of the neck of the stem on the liner, then the excessive load may have caused the liner disassociation. However, the stem was not returned for examination and the neck impingement cannot be confirmed. It should be noted, machining lines are still visible on the articulating surface of the returned poly liner. The devices were reportedly implanted more than ten years ago. The machining lines confirm that the liner was not centrally loaded by the femoral head and patient body weight. It is suspected that the acetabular cup may be positioned more vertically than recommended by surgical technique contributing to edge loading of the liner. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.